Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was randomly shutoff and screen went black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power supply failure. A field service engineer found that the station kept turning off. The engineer replaced the power supply, and the customer tested the station successfully. The system functioned as intended after the field service engineer repaired the device.